Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump with guidance from technical support, and the cgm error code did not appear again. The sensor session was started successfully.